Event description:
Pt suffered left clavicle fracture approx 2 months prior to adverse event. The fracture was of the distal one-third of the clavicle with 100% displacement. The pt underwent an open reduction internal fixation with an acumed distal clavicle plate approx 2 weeks prior to the adverse event. According to the pt, about one week after surgery he was helping his wife as she fell and displaced the plate and screws from the distal clavicle. X-rays confirm that the distal third of the clavicle pulled away from the plate and screws. All screws remained fixated to the plate. Pt underwent f/u operation to remove the plate and screws.